Event description:
The patient called in today stating that his pen needle is bending and breaking each time he injects. Over the last 3-5 months he has had 8-12 pn break off into his skin. He alternates injection sites and no matter where he sticks, the pn breaks. His last 2 pn broke off. Most times he can pull the broken needles out of the injection site but a couple of times he was unable to find it. He doesn't feel discomfort so he is unsure if its in his abdomen or just fallen and lost somewhere.